Manufacturer narrative:
Follow-up # 1 (9/24/2014) - device evaluation: the test strips involved with this complaint were returned on 8/25/2014 and evaluated by lifescan product analysis on 9/22/2014 with the following findings: the test strips have passed all testing with no faults found. The primary complaint was not confirmed. A secondary issue was found, the test strips were bent during slitting and vialing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 2 strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
There were 2 separate vials of test strips with different lot numbers tested on the same day. The clarification of test results for each vial is provided below: lot # 3471195: method 1: 10, method 2: 31, method 3: 38, results 1: 708, conclusions 1: 74. Lot # 3636669: these are the test strips that were found to have a secondary issue of being bent during splitting and vialing. Method 1: 10, method 2: 31, method 3: 38, results 1: 708, results 2: 172, conclusions 1: 74, conclusions 2: 44.